Event description:
A nurse reported that during a procedure, the surgeon felt an electrical shock while holding the phaco handpiece. There was no harm to the surgeon or to the patient. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).